Event description:
It was reported that the device is showing no disposable pump won't run alarm. No patient injury was reported.

Manufacturer narrative:
Brand name is unknown. Catalog number is unknown. UDI information is unknown. Premarket (510k) number is unknown. Initial reporter also sent report to FDA is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.